Manufacturer narrative:
(B)(4). Date sent: 3/6/2018. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger, resulting in no audible feedback sound. The bent closure indicator does not affect the device functionality. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. It is possible that the device returned may have been the one used to complete the procedure and is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the tissue pad came off on the device. No patient consequence reported.